Event description:
It was reported that after a recent bowel obstruction in (B)(6) 2012 the patient lost therapeutic effect. The obstruction was reported to have resolved on its own. The patient switched programs and felt stimulation. The patient had an appointment with a health care provider the following week. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had no concerns with the device or therapy. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v864451, implanted: 2012 (B)(6), product type lead. (B)(4).